Event description:
The customer reported the colonovideoscope tested positive for an unexpected contamination. The issue occurred during reprocessing. There was growth of various microbes from the scope washings. The scope was reprocessed, but there were still microbes in the scope washings that were collected. There were also a few molding marks and grooves so the customer indicated the scope should be checked for internal damage. There was no reported patient harm or impact due to this event. The scope was used on seven patients prior to being quarantined. See related patient identifier: (B)(6).

Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. The customer reported they had no concerns and there were no deviations or deficiencies in reprocessing. The steps taken during reprocessing were not provided. The device was last used for a procedure on (B)(6) 2023, and was last reprocessed on (B)(6) 2023. The scope was sampled after storage in controlled-environment storage cabinets. After confirming the positive test results, the device was quarantined, and no further reprocessing or testing was done. The device evaluation found the bending angle did not meet specification, the bending section cover rubber adhesive was chipped, the glue around the lens was starting to wear, the universal cord was buckled, and the suction cover was deformed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to the design of the device. Repair history was reviewed, and no issues were found related to the reported event. Based on the results of the investigation, it is unlikely the positive culture was caused by the device. Growth of microorganisms was found through culture testing by the user after reprocessing. There were no reported reprocessing deviations from the IFU. A definitive root cause of the microbial contamination could not be identified. The customer may be able to reduce and prevent occurrence of the event by handling device in accordance with the following IFU: IFU (reprocessing manual) warns on insufficient reprocessing by stating ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ if additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.